Manufacturer narrative:
E1 initial reporter facility name: (B)(6) the device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached and was not returned for analysis. Visual inspection showed no damage within the telescope and sheath section of the device. Microscopic inspection showed the imaging core was coiled. Impedance testing showed an electrical open at the proximal end of the catheter between 140-150cm from the distal housing.

Event description:
Reportable based on device analysis completed on 21may2024. It was reported that visualization issues occurred. The 80% stenosed, 20 x 2.80mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but only a black image was shown. The procedure was completed with a new catheter. No patient complications were reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.